Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the 3.2 drawer had the error "read, write, or invalid cubie memory". A field service engineer reported that drawer 3-1 pocket b5 had failed. The issue arose because the customer was transitioning from an old server to a new one and was not allowed to load any new medications, leaving them unsure of what to do if a pocket was ejected or unloaded. Customer recovered the pocket, and it ejected successfully.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the 3.2 drawer had read, write, or invalid cubie memory error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.